Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported by the customer that when using the bd pyxis¿ anesthesia station es, stuck on blue carefusion screen. The customer stated that this malfunction caused a delay in dispensing medication to patients and remove medications from another station. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
The following field had been updated with additional information: a review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture 12-aug-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the application would not launch under the cfnapp login. A field service engineer attempted repair the app and rss client failed, and the station was unreachable via remote smart service (rss) from all network ports. Replaced the solid-state drive (ssd) with a 1.6.1 pre-imaged drive, reinstalled the system, and successfully synced it, but rss issues persisted. Reinstalled rss 4.12 and later reimaged the station using a savage flash drive after the kingston drive failed. Rss still didn¿t connect, confirmed the issue was network-related by successfully connecting via a bd hotspot. Synced the station for temporary use and later deployed eset via rss, performed updates, and verified deployment. Rss connectivity remains pending it resolution. Then checked the station for rss availability and confirmed it was online. Established a session and deployed eset using the rss package, then performed a wsus force update. Customer credential management was enabled. Later, restarted the station and verified that the eset deployment was successful. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that when using the bd pyxis¿ anesthesia station es , stuck on blue carefusion screen. The customer stated that this malfunction caused a delay in dispensing medication to patients and remove medications from another station. There were no adverse events or injuries reported based on this event.